Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed four years of longevity a month ago but recently showed nine months remaining on the recent check. Disk analysis revealed that the device is exhibiting premature depletion. Device replacement was recommended and to return the device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction on e1 initial reporter, e2, and e3. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory log confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device displayed a pattern of steady and rapid discharge. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed four years of longevity a month ago but recently showed nine months remaining on the recent check. Disk analysis revealed that device is exhibiting premature depletion. Device replacement was recommended and to return the device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed four years of longevity a month ago but recently showed nine months remaining on the recent check. Disk analysis revealed that device is exhibiting premature depletion. Device replacement was recommended and to return the device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that the device was surgically explanted. No additional adverse patient effects were reported.